Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 distal portion of heating element became dislodged from jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Specific actions for the reported failure mode are being maintained under maquet's failure investigation report (fir) system (B)(4). The hemopro 2 harvesting tool was sent to the facility on for evaluation. Signs of clinical use and evidence of blood and charred tissue was observed. Blood was also detected on the handle of the device. The heater wire was observed to be detached at the tip and center, while remaining attached at the base of the jaw. There were no other defects detected. Based on the returned condition of the device, the reported failure "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 distal portion of heating element became dislodged from jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.